Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 05oct2022. Twenty-six 2000e samples from lot 21095465 were received in sealed packaging for investigation; additionally two 10ml 0.9% nacl angel flush syringes were received in sealed packaging to assist the investigation. The feedback provided by the customer indicates a complete occlusion was detected during priming, the customer also indicated the complaint samples were from lots 21095465 and 21085844. A visual inspection of the returned smartsite devices did not identify any product defects or manufacturing issues which could have caused or contributed to the customer's experience. A close inspection of both the returned angel flush syringes revealed the presence of flash and a raised edge around the tip of the male luer, such features have been shown to contribute to incompatibility of the smartsite. Five 2000e samples were subjected to functional testing by connecting to a 50ml bd plastipak syringe from stock and flushing with fluid; in each instance, the piston of the smartsite opened and no occlusions or flow restrictions were detected. The testing was repeated, with the smartsite devices connected to the angel flush syringe; again no occlusions or flow restrictions were detected. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lots 21095465 and 21085844 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. In this instance, a definitive root cause could not be identified as testing of the returned samples did not identify any product defects that could have contributed to the customer¿s experience. The alleged complaint sample was not available for investigation therefore it was not possible to confirm whether a manufacturing defect may have contributed to the reported occlusion. Previous complaints for occlusions have been related to features on the surface of the male luer of the connecting products. These features include flash or a raised edge to the tip of the male luer which have previously been shown to intermittently lead to restricted flow due to them pinching the blue piston of the smartsite® and not allowing it to open. This can sometimes be resolved by disconnecting and reattaching the same luer connection which may reposition the luer against the piston and improve the flow, or alternatively by changing the connecting male luer. H3 other text : see h.10.

Event description:
It was reported that 23 bd smartsite¿ needle-free connector experienced occlusion with other brand pre-fill normal saline. The following information was provided by the initial reporter, translated from mandarin chinese to english: fluid occlusion with other brand pre-fill normal saline.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each additional lot number is as follows: medical device lot #: 21095465. Medical device expiration date: 11-sep-2024. Device manufacture date: 06-sep-2021. Medical device lot #: 21085844. Medical device expiration date: 25-aug-2024. Device manufacture date: 12-aug-2021.

Event description:
It was reported that 23 bd smartsite¿ needle-free connector experienced occlusion with other brand pre-fill normal saline. The following information was provided by the initial reporter, translated from mandarin chinese to english: fluid occlusion with other brand pre-fill normal saline.